Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after having received shocks. A remote monitoring transmission indicated that the device detected the rhythm as ventricular fibrillation but it was suspected to be atrial fibrillation with rapid ventricular response. The shocks were thought to be inappropriate and were not able to convert the rhythm. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.